Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level had no adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.